Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a power error detected. The customer¿s blood glucose level was 5.9 mmol/l. Customer's parent stated that their son had power error detected alarm and also had crack on the insulin pump. It was reported that they had power error detected alarm was recurring. The customer was advised that the insulin pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. Power error due to non-sleep anomaly software error. Unit received with cracked case on the back at the battery tube area and battery tube threads.